Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 500 mg/dl to 600 mg/dl. Reportedly, the user had a severe cold. The user addressed bg level with a bolus and adjusting the temporary basal rate.